Manufacturer narrative:
The manufacturing location for this product is atom. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: the appearance of the actual product received was checked, but no abnormalities such as damage or molding defects were observed. It was attached to the infusion pump of daiken medical instruments co., ltd. Loan machine and started the infusion, but no abnormality such as stopping or starting was not recognized. In addition, there were no design changes or manufacturing changes, such as design changes or mold changes, in the product used for this product. There was a possibility that the problem of installation of the klemme or the problem of the infusion pump was considered because the event of the offer could not be reproduced, but the cause could not be identified.

Event description:
It has been reported that one IV set/20drop/r/3cq/std/90cm has been found with a defective tubing clamp before use. The following has been provided by the initial reporter: the roller clamp seems to be deformed.